Event description:
It is reported that the drill fractured. Approximately 7mm of the tip remains in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.